Event description:
Additional information was received that surgery took place on (B)(6) 2021 wherein the lead was repositioned to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient lost stimulation and therapy, and experienced stabbing sensation in their neck. X-rays showed that the lead has migrated. Surgical intervention may occur at a later date to address the issue.